Event description:
Customer reported a problem pertaining to our circuits cracking or completely shearing off at the temperature probe port and wanted to obtain information. Customer stated they are using the airlife isothermal breathing circuit infant mr850. Additional information received on (B)(4) 2013: the circuit sheared off at temperature probe port. In this case the saturation drops and the ventilator disconnect alarms were quickly corrected with "no" patient harm noted due to a therapist or nurse at the bedside. The product packaging was discarded; therefore the customer could not provide the lot number involved. However customer reported they have the following lots in stock: 0000456465, 0000456466, 0000456469, and 0000458344. Additional information received on (B)(4) 2013: customer stated: we sometimes remove the extension inspiratory limb tubing depending on what the inside temperature is set for the baby's isolette which places the temperature probe inside or out of the warmer.

Manufacturer narrative:
(B)(4). Upon further review, it was noted that this medwatch report was inadvertently submitted as an adverse event only. However, it should be submitted as a malfunction as well. (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: no sample was available for evaluation. A review of the production record was performed and indicated that the product was made of (B)(4) material. Carefusion has implemented a project plan of a material change to (B)(4) material in the efforts to decrease the likelihood of cracking/shearing. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material. The material of the product for this complaint was manufactured prior to implementation of these corrections.